Manufacturer narrative:
Weight (B)(6). (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic left lower extremity angiogram in an obese patient. Reportedly, the needle plunger was deployed and the device was forcefully pushed "rocking it back and forth". When the needle plunger was removed after deployment, there was no suture present. The lever was closed and the device was removed. When the device was removed it was noticed that the foot had separated and half of the foot of the proglide remained in the patient anatomy. A sheath was reinserted and the pressure was held on the access site. An angiogram was performed and some vessel damage was noted; however the proglide foot was not seen. There was blood flow present. The sheath was upsized to a 6f and a diagnostic catheter was inserted to examine blood flow. The vessel damage seemed to have improved from having held pressure. The patient does not have a lower leg (amputee). The physician was aware that the proglide foot remained in the patient anatomy but decided to leave it there as he did not see a risk as the patient does not have a lower leg. Manual compression was applied to achieve hemostasis. Hospitalization was prolonged by and additional day to observe the patient. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle detachment could not be replicated in a testing environment based on the returned device condition as the plunger, posterior needle tip, both cuffs, link and suture, including pre-tied knot/loop were not returned for analysis. The reported foot detachment was confirmed. Reportedly, the needle plunger was deployed, and the physician forcefully pushed the device forward rocking it back and forth. It should be noted that the proglide instructions for use (IFU) states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The reported foot detachment, needle to cuff miss and detached foot remaining in the patient anatomy appear to be related to forcefully pushing the device forward rocking it back and forth. The reported patient effect of tissue damage is a known inherent risk of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.